Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) channel of the device. Additionally, increased capture threshold and increased sensing were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.